Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA/510(k)#: k132259, k132692, k151291, k152870, k160161. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant results when using kit flu a+b 30 test physician veritor (material#: 256045), batch number 3335314. The customer reported that for 4 cartridges, they had negative result on the veritor analyzer for flu a and b, but the cartridges showed lines for flu a and flu b. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of flu a+b clia-waived kit, a discrepant patient result was obtained. The veritor analyzer provided negative flu a and flu b results; however, the user visually read the test cartridge and questioned the negative results due to observing lines for flu a and flu b. No confirmatory testing was performed. The specimen was recollected and no health impact or further consequences were reported.